Event description:
It was reported that the user experienced prolonged hyperglycemia after starting a new cgm sensor, during which the ilet delivered automated corrections while the user also administered multiple subcutaneous doses of rapid-acting insulin without disconnecting the pump; later, the ilet was paused, tubing was filled, the cartridge and tubing were checked with no leak observed, and a new steel cannula infusion set and site were placed. Symptoms included hyperglycemia with blood glucose around 400 mg/dl. Outcomes included no reported injury, no alarms, and resolution of glucose after troubleshooting and education. Investigation included guided user troubleshooting, visual inspection of the cartridge and tubing, confirmation of insulin delivery at the tubing tip, and infusion set replacement with site change and device pause during off-pump injections. Investigation of this case revealed no device malfunction or component damage and no evidence of leakage, with the event most consistent with hyperglycemia of unclear cause, possibly influenced by overlapping therapy or infusion site effectiveness. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.